Event description:
The lay user/patient's spouse contacted animas on (B)(6) 2012 requesting assistance with powering off the patient's pump. At the time of the call, the reporter informed customer support that the patient had been admitted to the hospital on (B)(6) 2012 for a high blood glucose (bg) and was taken off the pump on (B)(6) 2012. The patient was unwilling to answer any questions regarding the patient's hospitalization at the time of the call. During a follow up call to the reporter on (B)(6) 2012, the patient's wife stated, the patient was still in the ICU and on an insulin drip. It was noted that the reporter stated they were unable to get the patient's bg stabilized. The medical surveillance specialist (mss) briefly spoke with the patient's spouse by phone on (B)(6) 2012. The patient's spouse informed the mss that she was unable to answer any questions at the time and requested that we give her a call back in a week. During the brief conversation the patient's spouse did inform the mss that the patient was currently in rehab and she was told he had been hospitalized for renal failure and an acute pneumonia. The patient's spouse believes the patient's blood glucose was also very high when he was admitted to the hospital, but was not sure. This complaint is being reported because it was initially reported that the patient was hospitalized for hyperglycemia while on insulin pump therapy. It is not known if the animas device may have caused and/or contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.